Manufacturer narrative:
(B)(4). Lot number & device manufacture date. Lot number manufacturing date. 2100172537 mar 10 2017. 2100184075 mar 27 2017. Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for investigation. The returned devices were visually inspected. Results: visual inspection revealed that the swivels were cracked along the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that the y-piece of the rt266 infant dual-heated evaqua2 breathing circuits was cracked. This was found before patient use.